Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Patient stated they used one catheter and they started bleeding. No other details provided. Additional information: patient advised that these are causing pain and bleeding. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No physical sample or the lot number provided, the physical testing or DHR review are not able to be performed to further identify any potential root cause from manufacturing processes. Based on the limited information provided, the complaint is not confirmed as the root cause of the defect is not able to be identified. Without the present of the sample for investigation, no physical examination or testing could be conducted to further identify the root cause of the complaint reported.

Event description:
Patient stated they used one catheter and they started bleeding. No other details provided. Additional information: patient advised that these are causing pain and bleeding. No injuries or medical intervention were reported.